Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) with this right ventricular (rv) lead exhibited low, out of range, pacing lead impedance measurement of less than 200 ohms. Oversensing was noted but without pacing inhibition. Additional information was received indicating that x-ray and fluoroscopic evaluation did not provide any conclusive information as to what the reason for the low impedance measurement was. The lead was assessed during revision and subclavian crush was noted that visually affected the lead insulation. Noise and oversensing was also observed during patient arm movement. Subsequently, this lead was explanted and successfully replaced while the device remains in service. Moreover, the patient had a pending appointment with the physician for follow-up. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.